Manufacturer narrative:
No product has been received as of (B)(4)-2010. If product is returned, analysis will be conducted.

Event description:
Customer states that during the injection on her stomach - the pen needle stayed in her stomach. She went to the ER in (B)(6) - took x-rays there was scar tissue, the doctor told her that it should fester up or if it does not she will need to have it surgically removed. She did go to (B)(6) to get a second opinion - was told the same thing - fester up and/or surgically removed. She has been a diabetic for 4 years - healing process is much longer with person with diabetes. Her occupation is lifting people - which she states is a concern for her.